Manufacturer narrative:
This report is being cancelled as this is routine battery replacement. Revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
This report is being cancelled as this is routine battery replacement.

Manufacturer narrative:
Record (B)(4) is being cancelled as not a complaint. Record is related to a routine battery maintenance. There was no malfunction with the unit. Please refer to file attachment(s) section under the "core information" tab.

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) had a battery low, battery requires maintenance message showing. There was no patient involvement.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a battery low, battery requires maintenance message showing. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.